Manufacturer narrative:
(B)(4).

Event description:
It was reported that intrinsic r and t waves were being oversensed, leading to pacing inhibition. It was noted that sensing and impedance measurements were normal and in-range. Programming changes were recommended. Patient will continue to be followed.